Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician pulled on the catheter when going into tether mode and helix sprung on the right ventricular leadless pacemaker (vlp). The vlp was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.